Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the screen of the insulin pump were ramping on their own when trying to deliver an insulin bolus. Customer stated the battery was low and he replaced it but now there is no power or display. Device was not dropped, bumped or exposed to moisture. Customer inserted a new battery and display returned. Blood glucose value at the time of the incident was 347 mg/dl; current value is 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no unexpected blank display noted. The insulin pump was received with no unexpected low battery alarm or off no power anomaly noted. All the operating currents are within specification. The device passed the self test. The unit was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.